Event description:
Dr. Tried to remove indwelling peg tube using traction method. However, when traction was applied, peg tube separated at site of internal bolster, creating a foreign body of the internal bolster. Pt needed an urgent gastroscopy at the bedside to remove and prevent it from obstructing pyloris or small intestine. It was snared and removed without problem. Tube replaced.